Event description:
The medical center had an impella cp and ECMO support ongoing for young 25 year old patient. The patient had a history of right heart failure and pulmonary hypertension. There was bleeding from the ECMO and cp sites. The team infused blood products and questions if the patient may be suffering for dic. Vascular consulted but no further intervention needed. The pump support was successful for 3 days and then explanted, the ECMO remained on for continued hemodynamic monitoring.

Manufacturer narrative:
The medical center discarded the impella pump at the time of explant. No benchtop analysis to root cause is possible. There was however the assumption of dic contributing to the bleed noted by the medical team. Patient condition may have been the contributing factor for the bleed and blood product infusion. Should more information be shared that leads to the root cause, a final report will be forthcoming. Of noted the IFU notes: "assess access site for bleeding and hematoma.¿